Manufacturer narrative:
Unit passed displacement test and selftest. Successfully downloaded history files and traces using thump. No unexpected pump related alarms/alerts noted in the history file. Programmed delivery settings with a 0 unit basal rate, max bolus of 10 units, and bolus speed set to quick and the setting were retained after monitoring, delivered a 10 unit bolus and the 10 unit was shown in the daily history screen. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, cracked lcd display window, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked belt clip rail corner, stained serial number label, and scratched case. Settings not accurate anomaly was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin was not accurate. The customer reported no adverse event. The event involved product(s) mmt-1884. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.